Manufacturer narrative:
Batch number [8325719] was not found for material number 302830. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 302830, batch no.: unknown. It was reported that during use of the bd¿ syringe w/ bd luer-lok¿ tip the syringe packaging was not opening properly causing the packaging material to tear inwardly potentially contaminating the syringe. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The 20 ml syringe packaging not opening properly. Glue on one side of package is too thick and is causing the package to tear inwardly potentially contaminating the syringe. This is especially concerning when syringe is being dropped on a sterile field.

Event description:
Material no.: 302830. Batch no.: unknown. It was reported that during use of the bd¿ syringe w/ bd luer-lok¿ tip the syringe packaging was not opening properly causing the packaging material to tear inwardly potentially contaminating the syringe. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The 20 ml syringe packaging not opening properly. Glue on one side of package is too thick and is causing the package to tear inwardly potentially contaminating the syringe. This is especially concerning when syringe is being dropped on a sterile field.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.